Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received 10/28/2015 update: does the enduser still experience pain with the catheter? Only when he has to use a catheter that has a crimp in it. Mother stated that typically 5-10 per box are bent over that creates a crimp in the catheter. Was the uti confirmed by a doctor? EU's last uti was at the end of (B)(6) and only gets them when he has to use multiple cathing tries. Did he get medical treatment for this? Yes. Antibiotics. Is he still using the product? Yes. He really likes this product but since he can only get (B)(6) per month and if some catheters are defective with a crimp in them from bending the product he's forced to use ones with a crimp.